Event description:
The sales rep reported that the edsiii drainage system was hooked up to the patient and while taking a csf sample on days 3, 4 and 5, the clinician noted that air was being trapped in the system. When air was observed in the system, the resident lowered the drain in an attempt to release the air. When the drain was lifted up again, air became trapped again. In addition, the rep explained that a CT scan confirmed phumanacypalis, (air on the brain).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.